Event description:
When removing the angiosculpt device, the physician noted that it appeared to be tight to retract. The angiosculpt device was removed from pt w/o incident. Upon inspection of the device while on the table, the tech noted that the proximal sheath that contains the nitinol scoring element was detached.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member detached between the balloon tip seal bond and the distal bond. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.